Event description:
The lead was implanted on (B)(6)1995, remains implanted. Atrial lead > 7.5v@2.0ms, unable to measure lead impedance. The procedure took place at (B)(6)medical center. The I physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).